Manufacturer narrative:
The customer contacted product support and reported that the event log was reviewed, and the customer did see where settings were changed; then the vent gave some volume alarms, then patient disconnect as the vent was swapped. Product support advised the customer that if setting changes are logged in the event log, it would indicate they were manually changed. Product support advised the customer to complete a successful performance verification test (pvt) and then perform an extended run it at known settings before returning to service. The reported problem was not duplicated during product support troubleshooting with the customer. The service history record was reviewed, and no repair information was found. Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received.

Event description:
The respiratory therapist (rt) reports that settings reset to default, or something, on their own. The customer reported that the unit was in use on patient, but there was no patient harm reported. The unit was swapped out with no issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.